Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and polyarteritis nodosa ('autoimmune disorder type of disorder: autoimmune disease: polyarterits nodosa') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, dysfunctional uterine bleeding, menses irregular and dysmenorrhea. On (B)(6) 2011: exam-ultrasound pelvis complete and transvaginal impression- overall uterine myometrial echotexture is heterogeneous. This limits optimal evaluation of the endometrial strips which does not appear thickened . Two distinct intramural fibroids are seen as described . Simple appearing follicle in the right ovary. Previously administered products included for an unreported indication: lexapro from (B)(6) 2010 to (B)(6) 2011, mirena on (B)(6) 2011, ortho evra on (B)(6) 2010, ovcon in 2007, depo provera in 2005 and flagyl. Concurrent conditions included overweight, intraductal papilloma of breast, hypertension, vaginitis, menometrorrhagia, vaginal irritation and intraductal papilloma of breast. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) since (B)(6) 2017, ethinylestradiol; norgestimate (ortho cyclen) since (B)(6) 2017 and lisinopril since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)/heavy bleeding/heavy periods"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge thick, white vaginal discharge") and vulvovaginal pruritus ("vaginal discharge thick, white vaginal discharge,slight itching science 1week"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"), 5 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced arteritis ("autoimmune disorder:type of disorder: autoimmune disease: macular lymphocytic arteritis"). On (B)(6) 2018, the patient experienced cervix disorder ("benign cervical transformation zone"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and polyarteritis nodosa (seriousness criterion medically significant). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, polyarteritis nodosa, vaginal discharge, alopecia, cervix disorder, vulvovaginal pruritus and arteritis had resolved. The reporter considered alopecia, arteritis, cervix disorder, menorrhagia, polyarteritis nodosa, salpingitis, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). The essure device was inserted into the left tube where five coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Pathology test - on (B)(6) 2018: interpretation and diagnosis- uterus, cervix bilateral fallopian tubes (total laparoscopic hysterectomy and bilateral salpingectomy): cervix: benign cervical transformation zone (with squamous metaplasia and benign endocervical glands). Endometrium: proliferative endometrium. Myometrium: multiple leiomyomas and adenomyosis. Bilateral fallopian tubes: chronic salpingitis; metal coils identified bilaterally consistent with contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: vulvovaginal pruritus, vaginal haemorrhage, menorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder: type of disorder: autoimmune disease: polyarthritis nodosa and macular lymphocytic arteritis, vaginal discharge thick, white vaginal discharge, slight itching science 1week, hair loss, benign cervical transformation zone were added. Event chronic salpingitis was added from mr. Concomitant and historical drugs were added. Concomitant and treatment conditions were added. Event outcome was updated for the events: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder: type of disorder: autoimmune disease: polyarthritis nodosa and macular lymphocytic arteritis, vaginal discharge thick, white vaginal discharge, slight itching science 1week, hair loss, benign cervical transformation zone, bleeding, chronic salpingitis. Lab data was added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.